Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that prior to surgery (during planning), the operator noticed battery leaks. Additional information was provided on (B)(6) 2017, stated that the event occurred on (B)(6) 2017 and there was no medical intervention or additional surgical procedure required. There was no extension or delay in the surgery; there was no harm or adverse event to the patient or operator.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record identified no deviations or anomalies. Product examination found that the battery pack had ruptured from overheating batteries. The sealed packaging had not been opened. This complaint is confirmed. The reported event claimed that there was leakage coming from the battery. The unit was also received unopened in the sealed packaging. While rare, this kind of event occurs when the batteries overheat from a short circuit. To address this issue, a change notice has been implemented to adjust the length of the wires inside the battery pack. This means that there will no longer be a need to tightly fold wires inside the battery pack in order for them to reach their respective circuit contacts. This reduces the risk of a short circuit. However, the root cause cannot be specifically determined with the provided information.